Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This unit was returned for failure analysis and the reported "system keeps faulting out" was confirmed and replicated. Reviewed aperture and confirmed the issue did occur in the field system. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed on the known good in-house system and tower monitor did not show full display. Performed bench testing on this unit and confirmed that unit is bricked. As a result of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system won't make it pass self-test and faults out with an error 31030. The live logs not available at the time of the call. The caller stated that the vision cart only has insufflator disabled on it and the robot says not connected to vision cart. Technical support engineer (tse) had the customer check the blue fiber cables and they were connected and had blue leds. Tse had the customer disconnect the patient cart blue fiber cable and power it in standalone mode. It powered up good and had no errors. Tse had the customer power up the vision cart and surgeon together and still neither would power up normal. Tse had the customer power up the surgeon console by itself it still wouldn't power up normal. Tse had the customer try and power up the vision cart by itself and it still wouldn't power up normal. The procedure was converted to another dv system with no reported injury.